Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the secondary speaker did not sound an audible alarm tone during an alarm condition. Replacing the speaker did not correct the problem. There were no reports of any adverse pt events and no reported delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device alarmed with a s205 when the device was powered on. This was found to be due to incorrect installation of a component (d4) on the power supply controller printed circuit board. Add'l testing found that the device touchscreen would not respond when pressed and was out of calibration. This was due to fluid ingress on the edges of the touchscreen. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.